Event description:
It was reported that while stimulation was turned on a shocking or jolting sensation occurred at the lead location. There was no known accident or incident related to this event. An x-ray was recommended of the lead and extension area. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).